Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for further investigation. Simulated use test of the received o2 gas module has not reproduced the described customer issue with o2 sensor failed during pre-use check. The received logs confirmed the reported o2 sensor test failure during pre-use check in 04/06/2022. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the root cause has not been established during our investigation.

Event description:
Manufacturer's ref.#: (B)(4).